Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints against this lot identified with the same failure mode. A supplier investigation into this lot will be executed. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the static suture delaminated from the mesh after positioning the fixed anchor (static, suture to mesh break (delamination)). The procedure was completed successfully with another altis.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor, and suture was delaminated from the mesh and not returnedc23. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor and suture delaminated during the procedure. Quality confirmed the detached static anchor and suture. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Detail was not provided as if there were any issues that may have occurred prior to the detachment. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the static suture delaminated from the mesh after positioning the fixed anchor (static, suture to mesh break (delamination)). The procedure was completed successfully with another altis.